Event description:
Philips received a complaint on the device efficia dfm100 indicating that device failed defibrillator test. Device was in clinical use but no reported user or patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer assessed the device with assistance from customer. It was found that device failed the test. Device was in clinical use but no reported user or patient harm. Based on the information available, the cause of the reported problem was an issue of internal cable connection, further root cause of which could not be determined. The reported problem was confirmed. Rse guided customer to reset internal cable connection and the device returns to normal service. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device returns to normal service after rse guided customer to reset internal cable connection. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.